Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor (cgm) error 42. Subsequently, it was reported that the cgm error became frozen on the pump touch screen. During troubleshooting with tandem technical support, the customer was able to clear the error and perform a pump reset to address the issue and resume insulin therapy. There was no impact to the customer's blood glucose level.